Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented at clinic follow-up with few episodes of non-sustained right ventricular oversensing (nsrvo) due to myopotential oversensing. Noise was not reproducible with provocative maneuver. The programming change was made. The patient was stable.